Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s boyfriend called the paramedics because the patient was feeling dizzy and disoriented and almost passed out. When the paramedics arrived, they checked her bg which was 20 mg/dl. The cgm was displaying 320 mg/dl. The patient assumes that the paramedics gave her an injection of glucagon but she is not certain. They also gave her a sandwich and orange juice. When they reached the hospital, she was given dextrose ¿fluid¿ (presumed to mean intravenous) and some unspecified fluid medicines and antibiotics. She was unable to provide detailed information about the medications as she stated she was ¿not herself¿ at the time of the event. She was not sure how long she stayed in the hospital, but she assumed she was there almost 24 hours. At the time of the report she was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.